Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during use of the 3.5x12mm nc trek balloon dilatation catheter, the balloon was inflated and then did not deflate. The device was removed from the patient anatomy. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A pinhole rupture was found on the proximal end of the balloon. The reported difficulty was not confirmed as it could not be tested due to the condition of the returned device. Based on visual, dimensional, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for deflation difficulty reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.